Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins). It was reported that her stimulation "turns up on its own when I¿m standing up and doesn't stimulate properly" and says that "I have it at 0.20 because otherwise it will turn up to 7.30 or 8 and it will start shocking me". She had a fall right after it was put in and said, "I have reflex sympathetic dystrophy (rsd) so my right leg doesn't work good, so I have fallen since then".

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported stimulator doesn't work right and that she can't have it on during the day. Pt has the ins on .20, but she needs it higher but it "won't shock". The only time it does shock is if she's standing up doing something and all of a sudden the machine will turn up on its own to 8.35, so she gets shocked from the waist down and it pulls her legs in. This started when she first had the ins put in when it wasn't even a week after that that she fell and that was as soon as she had the ins put in. After that, she told them that it doesn't shock right as she has to lean back or to the side just to get it to shock.